Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet, including alerts to change the infusion set, a supply change, a low insulin alert that was acknowledged, another supply change, and subsequent manual blood glucose entries as high as 596 mg/dl, with readings remaining above 400 mg/dl; the issue was categorized as hyperglycemia with unclear cause and involved alerts related to high glucose, low insulin, and infusion set change. Symptoms included hyperglycemia. Outcomes included insufficient information regarding the health impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information regarding a device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.